Event description:
It was reported that the device had a power on reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for write to locked ram, addr=13e1, data=13, occurred on (B)(6) 2011 22:59:16. One patient alert for por occurred on (B)(6) 2011 21:59:16. Diagnostic information is consistent with the reported event.